Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure, a farawave catheter was selected for use. However, after the first positioning and two initial applications, the catheter was rotated, and the flush port on the handle became detached. The catheter was then removed from the patient. Upon examination on the procedure table, it was observed that the side port had broken off the catheter. The physician decided to replace the device, and the issue was resolved. The procedure was completed without any complications for the patient. The device is expected to be returned.